Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that pairing failure occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced a paring issu. A nurse from kaiser called to report that a dexcom patient was at the emergency room (ER) due to her glucose readings reaching 500 mg/dl and her dexcom device failing to connect with her insulin pump. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of report, the patient¿s condition was unspecified. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.